Event description:
The abiomed service representative reported the blue purge retainer on the automated impella controller (aic) was found to be missing while preventive maintenance was being performed. The aic will be returned for repair. No patient involvement.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the automated impella controller missing component has been completed. The device was returned for evaluation. Data analysis: no evidence of the issue was found within the logs. Device analysis: the console was tested after arriving in field service. The purge retainer was confirmed to be broken (missing at blue disc retainer). Field service was instructed on what repairs were required. The cause of the issue was broken purge disc retainer.